Event description:
It was reported that the surgeon inserted a cq2015 collamer three piece lens and the haptic tore. The lens was removed with no pt injury. Additional info has been requested, but to date none has been forthcoming. If additional info is received, a supplemental medwatch will be sent. This is one of four lenses used on this pt - see MFR. Report # 2023826-2006-01781, # 2023826-2006-01782 and # 2023826-2006-01783

Manufacturer narrative:
H6. Evaluation results - visual inspection of the returned product found a large piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.